Manufacturer narrative:
Concomitant medical products: ve device (vad) implant. Qn#(B)(4). No iab parts was returned to teleflex chelmsford for investigation. The reported complaint of iab helium loss alarm is confirmed based on the customer photos provided with the complaint report. If the product is returned at a later date, a full investigation of the sample will be completed. The product was not returned for investigation. The root cause of the complaint is undetermined a device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends. Other remarks: MDR# 3010532612-2019-00273 ((B)(4)) as the report is related to the same patient.

Event description:
It was reported that the intra-aortic balloon (iab) was used on a patient. After the iab was removed from the patient, a new iab was inserted. Immediately after insertion, the staff began getting possible helium loss alarms. The quick connect was disconnected, cleaned with alcohol, and reconnected by pushing together and twisting the connection, but still received the alarms. As a result, the pump was placed in 1:2 and the alarms stopped. There was no report of delay in therapy. There was no report of patient complication and death.

Manufacturer narrative:
Concomitant medical product: ve device (vad) implant qn#(B)(4). Other remarks: see MDR# 3010532612-2019-00273 ((B)(4)) as the report is related to the same patient.

Event description:
It was reported that the intra-aortic balloon (iab) was used on a patient. After the iab was removed from the patient, a new iab was inserted. Immediately after insertion, the staff began getting possible helium loss alarms. The quick connect was disconnected, cleaned with alcohol, and reconnected by pushing together and twisting the connection, but still received the alarms. As a result, the pump was placed in 1:2 and the alarms stopped. There was no report of delay in therapy. There was no report of patient complication and death.